Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 12.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed inside the balloon body which was an indication that the balloon leaked during the procedure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole identified approximately 15 mm from the proximal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 12.0 x40mm gladiator balloon catheter was advanced for dilatation. The balloon was inflated at 4 atmospheres; however, when the pressure was increased up to 8 atmospheres, the inflator marker would not go up. It was then noticed on the screen that the balloon had ruptured and contrast was leaking out. The device was removed and another 12.0 x40mm gladiator was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 12.0 x40mm gladiator balloon catheter was advanced for dilatation. The balloon was inflated at 4 atmospheres; however, when the pressure was increased up to 8 atmospheres, the inflator marker would not go up. It was then noticed on the screen that the balloon had ruptured and contrast was leaking out. The device was removed and another 12.0 x40mm gladiator was used to complete the procedure. No patient complications were reported.